Manufacturer narrative:
(Phone number): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and homolateral axillary ganglion, with snowstorm sign of 11.5mm, compatible with silicone ganglion and benign calcifications.

Event description:
Healthcare professional reported right side rupture and homolateral axillary ganglion, with snowstorm sign of 11.5mm, compatible with silicone ganglion against right device. The event of benign calcifications is not related to the device. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is a medical event and is not related to the device. Calcification-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported right side rupture and "homolateral axillary ganglion, with snowstorm sign of 11.5mm, compatible with silicone ganglion" against right device. The event of "benign calcifications" is not related to the device. Device has been explanted.

Event description:
Device has been explanted.